Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose level. The cause of the high bg was unknown, and a specific bg value was not provided. The customer changed the infusion set and cartridge to address bg level.